Event description:
It was reported that during the implant attempt, the lead exhibited inadequate pacing numbers. The lead was repositioned, and it was no longer possible to extend the helix. The lead was cut in order to allow continued access to the subclavian vein, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix.